Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing due to poor or loss of electrode contact in the pocket. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.